Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. Initial reporter country code: address information was not able to be obtained. United states was used as a place holder. Device manufacture date: unknown. Investigation summary: due to unavailable product information, site cannot perform related manufacture review as well as product evaluation. Investigation conclusion: visual examination of the returned sample was carried out and it was observed that this product is not manufactured by bd dl. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: the severity of cannula clog or bent is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. According to procedure, the risk level is low, no need to open CAPA.

Event description:
It was reported that prior to use the needle was discovered to be clogged with an unspecified bd pen needle. The following information was provided by the initial reporter: needle blocked.